Manufacturer narrative:
(B)(4). The insulin pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. There was no unexpected pump error 130 or rewind anomaly during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump error alarm occurred. Blood glucose was 68mg/dl. Customer also reported that rewind alarm occurred. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis